Event description:
During shoulder case, the unit kept pumping, turned it to zero and still kept filling the joint with fluid. The swelling occurred immediately in the joint; and was able to continue the case with no problems using a back up pump. Patient was released and swelling subsided two days later. Patient has recovered as normal with no problems.

Manufacturer narrative:
Pump passed factory and wet tests. Pressure and flow performed as expected. All functions good. No problem found.